Manufacturer narrative:
The pt expired. The user facility report numbers: (B)(4) were received from the (B)(4) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that they were informed by family that the pt must have been confused and did not get the power cables connected. He expired in his sleep while at home.